Manufacturer narrative:
An evaluation was conducted by the manufacturer on the returned devices. There were no malfunctions noted during the investigation of the stapler and empty blue cartridge that were specified as being used by the physician during the incident. A functional test was also conducted using the returned stapler with representative blue reloads. No issues were noted during deployment of the staples or with the deployed staple lines.

Event description:
The surgeon was performing a reversal of an ileostomy that was completed as part of a previous surgery by another surgeon. During this open procedure, the surgeon successfully used the microcutter 5/80 stapler to resect the mesentery and the ileum without issue. A blue reload was used for the second deployment of the side to side anastomosis (fifth deployment with the stapler). There were no issues noted during loading of the reload or when deploying the staples. Upon opening the stapler jaws, the surgeon noted the tissue to be sticking to the bottom stapler jaw. The physician's assistant used her thumb and index finger to carefully remove the tissue from the jaws, which allowed removal of the stapler. The staple line was inspected and slight oozing was noted but the surgeon determined the oozing to be clinically acceptable. The surgeon completed the side to side anastomosis. The common enterotomy was then closed with another type of stapler. At that point the surgeon noted a leak in the anastomosis and elected to resect the anastomosis and use hand suturing to complete a new one. The case was completed without any patient complications.